Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited loss of capture. Pacing outputs were increased and the patient was scheduled for a check the following day. During the second review a lead perforation was observed. A revision procedure was performed to repair the ventricular perforation and to replace the rv lead. This rv lead was explanted and discarded. No additional adverse patient effects were reported.